Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probably root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material was on the device. An intellamap orion and rhythmia mapping system were used to map the patient's anatomy. Following mapping, the intellamap orion catheter was removed from the patient. The catheter was readvanced; however, error code 1114 (piumagneticsensorcoilbroken) was indicated on the rhythmia system and the indication did not show the catheter. The cables were exchanged; however, the issue persisted but was resolved with a catheter change. The procedure continued with the second intellamap orion catheter. Following mapping, the intellamap orion was removed from the patient. The catheter was readvanced; however error code 1313 (trackingbadmagneticposition) was indicated on the rhythmia system and the indication did not show the catheter. The cables and amplifier were exchanged; however the issue persisted but was resolved with a catheter exchange. A third intellamap orion catheter was used. When the device was removed, the physician noticed that material resembling chorda tendinae appeared on the intellamap orion catheter. There were no changes to the patient's hemodynamic noted. No patient complications were reported and the patient's status is good.